Event description:
Philips CPAP device has lead particles. Received letter from (B)(6) advising me to stop using my CPAP machine. He recommend me ordering a new machine from a different distributor. This machine is critical for me and my current health. Unfortunately medicare will not allow since they only buy 1 machine in a lifetime. I am trying to get a filter, but very scared to use since the original machine is unsafe and FDA approved. The filters are on massive back order and no one can tell you when you will receive the filter. Will this filter be FDA approved. Why are we having restrictions with (B)(6), this is and was out of the consumers control. I find this unethical for (B)(6) to risk our lives with so little regard. FDA safety report ID# (B)(4).